Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening anterior and posterior, wear abrasion and creases fold. Leak test and microscopic analysis was performed which identified: striated opening on patch, sharp opening on anterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior (valve bond edge) assessed as an unidentified (tear) opening. A striated opening on patch assessed as surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data: d9, g1, g2, h3, h6.

Event description:
Healthcare professional reported a right-side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right-side deflation. The device has been explanted and replaced.